Event description:
It was reported that the trach tube had an air leak where cuff inflation line meets main body of trach tube. Patient required urgent reintubation (ventilated) for a few days then extubated. Additionally it was reported that the patient was transferred from customer site to a dublin hospital. No further patient information is known.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number is unknown, no product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: one device was received in used condition without the original package. Visual inspection of the returned sample was performed at a distance of 12 inches under normal conditions of illumination, and no defects were found. A functional leakage test was performed while connected to a leak testing machine. No leaks were detected, the customer reported complaint was not confirmed. No root cause can be determined since no anomalies were found in the sample received for evaluation. No corrective actions were taken since the complaint was not confirmed. No lot or serial number was provided therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.